Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Cut gums [gingival injury]. Sore - gums [gingival pain]. Screw came loose at top of brushhead [device physical property issue]. Case description: consumer contacted via chat and stated that the screw came loose at the top of the brush head when she was brushing. No serious injury was reported.